Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose level (400 mg/dl). Reportedly, customer may have not calculated an accurate food bolus to cover a sugary creamer they drank. Customer delivered a correction bolus to stabilize blood glucose levels. Customer declined to perform troubleshooting with tandem technical support.